Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on 1/25/11 states that rep is working with dr. (B)(6) on red alert for high rv pace impedance and asking if any episodes and what impedance trend looks like. Technical services discuss no episodes in logbook and impedance did jump from 600 to 700 ohm range to 1100 ohm range, last few readings as follows: 598, 713, 724, 724, 674, 1051, and 1165. No adverse patient effects noted at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).